Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
Customer was instructed to remove the tip up fenestrated grasper instrument from circulation. Customer was unsure if the instrument was used in a case and did not know what the issue was with the instrument. On july 10, 2015, intuitive surgical inc., (isi) contacted the initial reporter to confirm if any fragments fell into a patient or if there were any reports of patient harm or injury and customer confirmed that as far as she was aware, no fragments fell into a patient and there was no patient harm or injury reported.